Event description:
It was reported there was no telemetry. The programmer rf (radio-frequency) head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the rf head had intermittent telemetry due to the cable being out of electrical specification. It was also noted that the rubber portion of the label was missing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.